Event description:
The manufacturer received information alleging a ventilator's internal battery was faulty. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.